Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included postprandial pain, hiatal hernia, hydronephrosis, endometrial biopsy, obesity, depression, anxiety, diarrhea, diverticulitis, hydronephrosis, allergic rhinitis, penicillin allergy, sulfonamide allergy, urinary tract infection, stress, insomnia, hydronephrosis, reflux esophagitis, epigastric pain, abdominal discomfort, diverticulosis, hyperplasia, cholecystectomy, biliary dyskinesia, polypectomy, colonic polyp and sigmoid diverticulitis. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included menorrhagia, dysmenorrhea and lower abdominal discomfort. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain / severe"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine infection ("infection (uterus infection was 10 x normal size)/ severe abdominal pain related to infection in uterus/ fever due to infection"), menorrhagia ("excessive bleeding / heavy bleeding"), pyrexia ("fever due to infection"), anxiety ("anxiety"), emotional distress ("emotional distress"), anhedonia ("loss of enjoyment of life") and menstruation irregular ("irregular periods"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed and abaltion done in (B)(6) 2008). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, pyrexia, anxiety, emotional distress, anhedonia and menstruation irregular outcome was unknown and the abdominal pain and uterine infection had resolved. The reporter considered abdominal pain, anhedonia, anxiety, emotional distress, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pyrexia and uterine infection to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet received. Event medical device monitoring error (ablation) was deleted and ablation was done in (B)(6) 2008 added as a treatment for event genital bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" in 2008 and device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included menorrhagia and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine infection ("infection (uterus infection was 10 x normal size)"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain and uterine infection had resolved. The reporter considered abdominal pain, pelvic pain and uterine infection to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Concomitant disease added. Updated suspect drug indication. Events abdominal pain, infection (uterus infection was 10 x normal size), essure confirmation test: no and ablation added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" in 2008 and device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included postprandial pain, hiatal hernia, hydronephrosis, endometrial biopsy, obesity, depression, anxiety, diarrhea, diverticulitis, hydronephrosis, allergic rhinitis, penicillin allergy, sulfonamide allergy, urinary tract infection, stress, insomnia, hydronephrosis, reflux esophagitis, epigastric pain, abdominal discomfort and diverticulosis. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included menorrhagia, dysmenorrhea and lower abdominal discomfort. On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced abdominal pain ("abdominal pain / severe "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine infection ("infection (uterus infection was 10 x normal size)/ severe abdominal pain related to infection in uterus/ fever due to infection"), menorrhagia ("excessive bleeding / heavy bleeding"), pyrexia ("fever due to infection"), anxiety ("anxiety"), emotional distress ("emotional distress"), anhedonia ("loss of enjoyment of life"), menstruation irregular ("irregular periods") and genital haemorrhage ("excessive bleeding"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, pyrexia, anxiety, emotional distress, anhedonia, menstruation irregular and genital haemorrhage outcome was unknown and the abdominal pain and uterine infection had resolved. The reporter considered abdominal pain, anhedonia, anxiety, emotional distress, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pyrexia and uterine infection to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) 9th&10th follow up process together. On (B)(6) 2020: medical record received. Reporter information, medical history was added 9th&10th follow up process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" in 2008 and device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included postprandial pain, hiatal hernia, hydronephrosis, endometrial biopsy, obesity, depression, anxiety, diarrhea, diverticulitis and hydronephrosis. Concurrent conditions included menorrhagia, dysmenorrhea and lower abdominal discomfort. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain / severe "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine infection ("infection (uterus infection was 10 x normal size)/ severe abdominal pain related to infection in uterus/ fever due to infection"), menorrhagia ("excessive bleeding / heavy bleeding"), pyrexia ("fever due to infection"), anxiety ("anxiety"), emotional distress ("emotional distress"), anhedonia ("loss of enjoyment of life"), menstruation irregular ("irregular periods") and genital haemorrhage ("excessive bleeding"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, pyrexia, anxiety, emotional distress, anhedonia, menstruation irregular and genital haemorrhage outcome was unknown and the abdominal pain and uterine infection had resolved. The reporter considered abdominal pain, anhedonia, anxiety, emotional distress, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, pyrexia and uterine infection to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs: new events: menorrhagia, pyrexia, anxiety, emotional distress, anhedonia, menstruation irregular were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.